Event description:
Calcified anterior tibial artery chronic total occlusion victory 18 was used to cross the occlusion, firstly it advanced through it, then it went in subintimal space and after many attempts with the guidewire to cross completely intraluminal occlusion, also dilatating with sterling balloon, the physician wanted to remove it in order to use another specific device, truepath. But in that moment sterling didn't run on the guidewire. There was a very strong friction between guidewire and inner lumen of balloon; it was impossible to remove sterling from the guidewire, so the physician was constrained to remove sterling and victory together. No pieces of guidewire remained in the body; no problem on pt condition.

Manufacturer narrative:
No conclusion can be drawn as to what caused the friction as the guidewire involved in the incident was not returned and analysis was not possible. A batch history review was carried out, which demonstrated that the guidewire was manufactured to spec.